Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the laser probes would not fit into the trocars. There was no patient contact.

Manufacturer narrative:
The 25 gauge illuminated flex curved laser probe was received and a visual evaluation determined that there was excess adhesive residue on the cannula tip. The reported event was replicated, as the sample could not be inserted into 25 gauge trocar cannula. The 25 gauge illuminated flex curved laser probe was manufactured on february 8, 2018. There were 1674 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to excess adhesive residue on the laser probe cannula tip. The manufacturer internal reference number is:(B)(4).